Event description:
The customer reported that ther system stopped working during use. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service representative reseated the cable on the video switching board. The system was tested and found to be working as intended and put back in service.